Event description:
The rptr did meter to hcp meter comparison tests, side by side (within minutes), using different fingersticks. Rptr's meter reading was 187 mg/dl, and the reading on the dr's meter (type unknown) was 143 mg/dl. Rptr did not have any symptoms. On followup, the rptr confirmed the reported tests. Rptr inserts strip fully, and described an accurate technique of applying blood. Rptr cleans meter, uses control solution on a regular basis, and checks for blue confirmation dot on the back of the test strip. No harm was alleged.